Manufacturer narrative:
Additional information will be reported once investigation is completed.

Event description:
The sales representative reported that a metal piece broke off in the patient during a knee arthroscopy. The doctor was able to retrieve it within a few minutes.